Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 05/24/2016 that a patient passed away on (B)(6) 2016. A cause of death was not reported. A certificate of death was not provided. Patient was not wearing the continuous glucose monitor (cgm) at the time of the event, as they had not yet begun use of the system. There was no alleged device malfunction. No additional event or patient information is available.